Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump had a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife called stating that customer's insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 397 mg/dl. He treated with a manual injection. The alarm was cleared with esc and act. Customer checked the connection. Insulin exited the tubing when he manually pushed the plunger. The device alarmed no delivery when customer rewound the device and ran a manual prime. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.